Event description:
I had a saline breast implant rapidly leak and completely deflate after six yrs. It was under the muscle, yet the two subsequent pregnancies. I had severe mastitis requiring hospitalization. I had the ruptured implant replaced in 2001, at age (B)(6). For the last 15 yrs, I have become increasingly aware of a number of symptoms described as breast implant illness, including memory problems, anxiety, and terrible head and neck pain, dequervain's syndrome exacerbated raynaud's syndrome, and easy bruising. I lead a healthy lifestyle but am plagued by these, among other (painful) symptoms. I have also struggled with hypothyroidism, though now I take medication and am medically stabilized. Surgeon - dr (B)(6), (B)(6).